Manufacturer narrative:
After further review, it was determined that the event was only a routine battery maintenance and there was no malfunction with the unit. Hence, the complaint is invalid and no follow up report is necessary.

Event description:
It was reported during maintenance that the cs300 intra aortic balloon pump (iabp) battery maintenance is required. There were no patient harm or injury was reported

Manufacturer narrative:
Due to character limit: e1(event site name) (B)(6) hospital, (telephone) (B)(6). A supplemental report will be submitted upon completion of our investigation.